Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: corrected lot information: d.4. Medical device lot #: 1048314. D.4. Medical device expiration date: 03/31/2024. H.4. Device manufacture date: 02/17/2021. Additional lot information: d.4. Medical device lot #: 0136805. D.4. Medical device expiration date: 06/30/2023. H.4. Device manufacture date: 05/15/2020. D10: device available for eval?: yes.

Event description:
It was reported bd autoshield duo safety pen needle had the cannula break off. The following information was provided by the initial reporter, translated from japanese: "the needle remains in the pen. Only the needle remains in the pen when removing the asd when using."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd autoshield duo safety pen needle had the cannula break off. The following information was provided by the initial reporter, translated from (B)(6): "the needle remains in the pen. Only the needle remains in the pen when removing the asd when using"

Manufacturer narrative:
H.6. Investigation: one open 30g x 5mm autoshield duo sample was returned from lot. No. 1048314 and one sealed 30g x 5mm autoshield duo sample was returned from lot. No. 0136805, cat no.329705 along with four photos. Visual examination was carried out on the two samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the non-patient end of the needle detached from the bd autoshield¿ duo safety pen needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: "needle remains in the pen. Only the needle remains in the pen when the device is removed."